Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the caregiver did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified medications (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. Seven days after admission, the patient was discharged from the hospital. On an unknown date, the patient and caregiver were retrained on proper aseptic technique. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that an additional cause of the peritonitis was performing therapy with a minicap that had an unspecified defect. Peritonitis was manifested by cloudy effluent, abdominal pain, and fever. The patient was treated with unspecified intraperitoneal antibiotics during hospitalization. Should additional relevant information become available, a supplemental report will be submitted.